Event description:
It was reported when using the bd vacutainer® blood transfer device holder with female luer adapter there was blood splatter/leakage or other sample leakage from the device other than non patient end needle/sleeve. The following information was provided by the initial reporter. The customer stated: "the sleeve was separated, resulting in blood leakage."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-21. H6: investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the sleeve of the blood transfer device (btd) was trapped in the closure of a terumo blood collection tube. The terumo tube used in conjunction with our btd and other acquisition products sometimes is incompatible due to the design of the closure of the tube. Other stopper designs in rare cases can trap the btd sleeve, causing it to pull off or be trapped and exposing the non-patient (np) needle. Without the sleeve in place, leakage occurs. This closure design is not as robust as the bd tubes in which the closure is a soft rubber stopper material which does not allow the sleeve to get caught or hung up. The sleeve compresses on top of the stopper allowing the np needle to pierce through stopper material allowing blood flow. Once removing the tube from the np end, the sleeve then safely retracts back over the np needle (without any leakage) allowing the phlebotomist the opportunity to transfer another tube safely for collection. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® blood transfer device holder with female luer adapter there was blood splatter/leakage or other sample leakage from the device other than non patient end needle/sleeve. The following information was provided by the initial reporter. The customer stated: "the sleeve was separated, resulting in blood leakage."